Manufacturer narrative:
Final device analysis revealed that the implantable neurostimulator battery was found to be depleted and both "b" battery bond wires were lifted. The ins battery had to deplete before the battery bond wires lifted; therefore, this was concluded to be normal battery depletion. The serial # is included in the device identification range for the soletra lifted bond wire pad physician communication (dated october 2007).

Event description:
The implantable neurostimulator (ins) was returned to the MFR with no pt info and no allegation of device malfunction. The ins underwent routine analysis.